Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device history record was unable to be reviewed, as the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. Distal cover cracks at tear-offline due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus was informed of two events in which patients sustained a tissue damage when a duodenovideoscope was being withdrawn. The procedure performed was an endoscopic retrograde cholangiopancreatography (ercp) to treat common bile duct (cbd) stones. The patients required no medical or surgical intervention as a result of this reported event. The first patient is an in-patient in the hospital due to her diagnosis. This patient was monitored for several days post-procedure. The patient was reportedly doing fine. No additional information available regarding the second patient. During bedside cleaning, technician found tissue in the distal end cap, and the physician was made aware of this finding immediately. The distal end cap was discarded after the procedures and cannot be returned for evaluation. Customer stated that they are sure that the cap was in proper position before and after the procedure. The physician was sure that he did not suction on the way out. Event one: patient identifier (B)(6), which was reported under MFR. Report number 8010047-2021-004415. Patient identifier (B)(6), this is for the subject report. Event two: patient identifier (B)(6), which was reported under MFR. Report number 8010047-2021-004416. Patient identifier (B)(6).